Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation there was contamination found on the j1, j101 and j502 of the ca board, causing intermittent battery connection. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred from the defective battery. Manufacture dates: monitor sn (B)(4) - 4/15/2015. Battery pack sn (B)(4) - 5/9/2017.

Event description:
A us distributor reported that a patient was experiencing battery faults.